Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. The medical doctor reported a red alarm in the automated impella controller "pp high"; pp>1000ml" it was recommended to exchange the pump and for plasminogen activator - lyse therapy but these suggestions were rejected. Possible risk for pump stop was pointed out. Three days later, the perfusionist reported that therapy was withdrawn not due to impella related reasons. The patient's outcome is unknown. The pump was disposed.

Manufacturer narrative:
B5 and h6 health effect - impact code revised to reflect the patient outcome. The investigation of the reported failure mode has been completed. No product was received for evaluation. The cause of the hemodynamic instability was not determined due to insufficient clinical details. The cause of the high purge pressure could not be determined as no product or logs were returned. Device history review: the device passed all post sterile inspection checks.

Event description:
Clinical rationale: an impella 5.5 device was inserted in a patient for unknown indication. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was unknown. During support, the physician reported a red alarm on the automated impella controller (aic) indicating ¿pp high¿ with purge pressure >1000 mmhg. Recommendations were made to exchange the pump, but this was declined. Focal tpa lysis therapy was discussed and also declined by the clinical team. Csc highlighted the risk of a potential pump stop if the elevated purge pressure persisted. The perfusionist later reported that therapy was withdrawn for reasons unrelated to the impella device, and the patient subsequently expired. The reported events include purge pressure high and death. The death will be conservatively reported to the impella 5.5; however, the device is unlikely to have contributed to the patient¿s death, which was attributed to non¿impella-related clinical circumstances, as confirmed by the care team.

Manufacturer narrative:
H6. Updated. The investigation is ongoing.